Manufacturer narrative:
On march 23, 2022, six 26173kl were returned by the customer. The returned products have been evaluated. The product shows signs of third-party repair. Judging by the markings and discoloration, the instrument was not reassembled correctly. The screws also show signs of use, as they would not be delivered by karl storz. There are also signs of use behind the inlay, indicating that the needle was held behind the insert. In this case, much more force must be applied to work with the instrument than would be required if it were used correctly. If too much force is applied, the insert may fall off, and/or the tie rod may break according to our instructions of use.

Event description:
According to the customer report to the swedish medical product agency: a small piece of metal repeatedly detached from the handrail on the needle driver. The piece of metal had detached on 5 occasions. The small piece of metal may have ended up in the patient's abdomen. The small piece of metal may have ended up in the patient's abdomen. A small metal part has been located and removed. T is unknown if another piece of metal was not recovered from the patient's body. No patient harm has been noted. The customer complains that the pull rod brakes frequently and requests further analysis. No patient involvement was reported. Internal reference number: (B)(4).